Event description:
It was reported that the user¿s ilet screen was unresponsive and would not unlock, and customer support guided a restart of the ilet through the mobile app, after which the device unlocked and functioned as expected. Symptoms included no reported clinical effects. Outcomes included no impact on health and no alarms. Investigation included remote troubleshooting and device restart. Investigation of this case revealed an unresponsive user interface that resolved with a device restart, consistent with a transient software or user interface lockup. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device software anomaly.